Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands was attempted to be deployed; however, it would not allow for ligation as the bands failed to deploy. Reportedly, the device was changed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands was attempted to be deployed; however, it would not allow for ligation as the bands failed to deploy. Reportedly, the device was changed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block h6: device code a050501 captures the reportable event of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: investigation results. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was rolled in the handle assembly and it was kinked. It was also noted that an that the trip wire was not secured in the handle slot. The slack was not remove properly and the suture loop was intact. Additionally, the crimp was present on the trip wire and the suture was attached to the ligator housing and it was intact. There were seven bands returned attached to the ligator head and it were damaged and overlap. The suture hole was intact and the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label, as the customer failed to pull slack out of tripwire and the trip wire was not secured in the handle slot.

Manufacturer narrative:
Block e1: initial reporter facility name: in-stc: (B)(6). Initial reporter address: (B)(6). Block h6: device code 2610 captures the reportable event of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands was attempted to be deployed; however, it would not allow for ligation as the bands failed to deploy. Reportedly, the device was changed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.